Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device cut and failed to staple. The surgeon removed the device and used another stapler. No adverse affects reported. Procedure: anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 06/29/2021. D4: batch # u5e140. H6: component code: others (g07). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received fully fired, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, some b-form staples were noted stuck on the pockets. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: either manually advance the retaining pin using the actuator button on top of the handle to capture the tissue within the jaw opening, or automatically advance the retaining pin by squeezing the closure trigger. Note that there is an audible click halfway through the closure stroke indicating that the device is in the intermediate position. In the intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. The closure trigger can be released at this point, and the instrument will maintain its jaw opening to allow for final positioning of the tissue to be cut and stapled. The retaining pin is fully engaged. Squeeze the closure trigger and handle together until the closure trigger is latched. Listen for an audible click. When the closure trigger is latched, the firing trigger moves to the ready-to-fire position. The cartridge has clamped onto the tissue which is ready to be cut and stapled. Ensure that the closing stroke is completed. All fingers should be completely removed from the closing trigger to ensure that the closing system holds. After closing, pausing for 15 seconds prior to firing may result in better tissue compression and better staple form. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.